Event description:
It was reported that the patient had a primary surgery at c5-6 for an acdf. The patient came to see the surgeon for the non-union at c5-c6 approximately five years post op. The revision surgery for levels c5-6-7 was performed. It was noticed at the removal procedure that the top of the locking mechanism was broken off and loose in the wound. The broken piece was retrieved. The four screws and plate were removed and replaced with a larger sized plate and screws. No patient complications were reported.

Manufacturer narrative:
(B) (4). Visually confirmed lock washer broken. Optical examination of lockscrew interface (with lockwasher), reveals significant material deformation, suggesting possible overtightening. Optical examination of lockwasher interface (with lockscrew), reveals significantly larger and deeper locker interface witness marks, suggesting possible overtightening. Additionally, the underside of lockwasher displays evidence of crack initiation and crack propagation, due to overstressing of lockwasher. Sem analysis of fracture surface reveal striations consistent with fatigue; damage is evident to inferior edge of lockwasher, creating a stress riser which appears to have accelerated crack propagation as the bone screws place opposing stresses on the lockwasher, eventually resulting in breakage. Visual examination did not reveal any material or functional issue regarding the screws. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.